Manufacturer narrative:
The results of this investigation are not available at the time of this report.

Event description:
The event is reported as: the respiratory therapist noticed that smoke was coming out from the yellow heated terminals. No reported harm/injury to the patient.